Event description:
St. Jude medical, daig division was notified on may 1, 2001 of an event that occurred during a radiofrequency ablator procedure which occurred in 2000. During atrial tachycardia radiofrequency ablation procedure, the catheter perforated the left atrium. The patient experienced acute tamponade which was successfully treated. The patient was discharged and is reported to be recovering.